Event description:
The physician had the retractor placed in the patient and was attempting to connect it to the table arm when it was discovered that the wrong version of the table arm was sent in the set. There was no adverse event reported, but there was approximately a 45 minute delay in the case, which is the reason this MDR is being submitted.